Event description:
The patient's dad/reporter claimed that he is not able to download any of the pump history information from (B)(6) 2011. The patient and his insulin pump were not available to troubleshoot. Animas has made several attempts without success to contact the reporter to obtain more information. There was no report of patient impact associated with this complaint. This complaint is reportable as malfunctioned due to the alleged pump history issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, a normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. A review of the pump history indicated that there was a manual date change made by the user on (B)(6) 2011, and that the date was changed to (B)(6) 2011. It was determined that the history was not showing accurately due to the manual date change.